Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. However, the tubing channel was cleaned and dried. Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
Baxter field service technician serviced a colleague device for a fc 810:11. The process step was unknown and no patient injury is reported. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. During baxter's review of the event history, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.